Manufacturer narrative:
Findings: no power light due to faulty u10 on m/b. Unit received with broken reset switch sw1 on m/b.tn (B)(4) 2014.

Event description:
It is reported by the patient broke the reset button on their insulin pump charger with a paperclip. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.